Event description:
During an atrial fibrillation ablation procedure a cancellation occurred due to an ablation stoppage. It was not possible to resolve the issue and continue the procedure. The procedure was cancelled and the patient is stable.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. The returned generator was powered up and the unit completed the power on self test successfully and the screen display came up normally. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation as rf output was correctly displayed and measured over an extensive test period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event. The cause of the reported cancellation could not be confirmed.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.